Event description:
It was reported that the atrial lead was explanted and replaced due to dislodgement. Twiddler syndrome was suspected. The patient was stable before and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.